Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and passed. The data log did not show any relevant issues. The customer complaint could not be confirmed because it could not be determined if a loss of connection occurred. The root cause could not be determined.